Manufacturer narrative:
Based on the claim against the product by the customer noting tip broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.207¿ x 0.121¿ was not returned with the instrument. The instrument was also found to have dried residue on the clamping pulleys. The complaint regarding tip broke was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's tip broke. No fragments fell into the patient. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtain additional information: the customer confirmed there was no patient injury.